Event description:
While using a byte day aligners, patient was examined by their dentist, the examination revealed that the patient's crowding issue has not changed since using the aligners. The patient now has gum recession which was not there previous to patient's treatment with aligners. Dentist recommends that treatment be discontinued.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.